Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the adhesive on the distal end peeling is due to stress, handling, or other issues. The following is included in the instructions for use (IFU): ¿chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, suction cylinder deformed, switch 1 dirty/damaged, nozzle clogging, amount of water contact does not meet the standard value, acoustic lens scratch and reaches to the glue-layer, adhesive on bending section rubber detached, and due to wear of angle wire, the play of up/down knob out of the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis exera ii ultrasound gastrovideoscope for not insufflating correctly. Upon inspection and testing of the customer returned device, gap was found in the adhesive on the distal end. Stain could enter inside the lens through the gap and the scope adhesive was peeling off or cracked due to shock caused by dropping and knocking the endoscope to a hard surface or object. In additional acoustic lens surface was damaged and gap appeared on the acoustic lens surface. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.